Event description:
It was reported that a spectrum pump displayed max air detected with emend two different times which contributes to longer treatment times and clinical alarm fatigue. The event happened during patient infusion at the outpatient treatment facility. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. The product code was reported as 35700. Received via medwatch report number 2400930000-2022-8006.